Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported her blood glucose reached 350mg/dl. After bolusing, her blood glucose did not go down so she removed the pod and that is when she saw the cannula was bent. Pod worn longer than 48 hours.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Multiple kinks in the cannula were noted, but it is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.